Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached "high" (>27.8 mmol/l or > 500 mg/dl) less than 4 hours after the pod was activated and then she realized the cannula was not inserted into the infusion site.